Event description:
It was reported that the customer had issues with changing the set. Customer had a no delivery alarm during manual prime. Customer's blood glucose level was 200 mg/dl. Customer stated that the insulin exited through the tubing. Customer was advised to try a new reservoir with the current set. Customer ran a manual prime and the pump did not alarm no delivery with manual prime. Customer was advised that changed the reservoir resolved the issue. Customer was advised to return the reservoir. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.